Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was found that the helix of the lp became dislodged due to inadequate fixation. The helix was noted to become stretched. The procedure was completed using an alternate lp on 13 nov 2024. There were no patient consequences.